Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one mission device and compatible coaxial received for evaluation. Upon visual evaluation, the mission device returned in primed configuration with protective cover. The device was fired and primed for further evaluation. The sample notch was not bent. The compatible coaxial appeared to have residue throughout. The coaxial was received in two segments. No anomalies were noted throughout the coaxial hub. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is confirmed for the reported break as coaxial was received in two segments. However, the investigation is inconclusive for the reported difficult to remove issue as the use of condition cannot be replicated in the laboratory. A definitive root cause for the reported break and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a computed tomography guided biopsy procedure, the coaxial needle allegedly broke off into the patient. It was further reported that a small cut down was done to get it out but it was unable to be removed. Reportedly, the patient was moved to interventional radiology to utilize x-ray to remove it. The hub of the needle was extremely difficult to extract but it was completed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 01/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a computed tomography guided biopsy procedure, the coaxial needle allegedly broke off into the patient. It was further reported that a small cut down was done to get it out but it was unable to be removed. Reportedly, the patient was moved to interventional radiology to utilize x-ray to remove it. The hub of the needle was extremely difficult to extract but it was completed. The current status of the patient was unknown.